Manufacturer narrative:
An event complete left bundle branch block, unspecified infection, and fever was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that the valve was implanted at a final implant depth of 5mm from the non-coronary cusp and 5mm from the left coronary cusp. Then, the patient was re-admitted to the hospital because they were not feeling well, due to having diarrhea and a fever. Intravenous antibiotic was administered to treat the infection. There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(4) vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a clinical 29mm navitor valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was performed using a 22mm non-abbott balloon in one inflation. The valve was successfully implanted in one deployment and required no re-sheathing. The final implant depth was 5mm from the non-coronary cusp (ncc) and 5mm from the left coronary cusp (lcc). It was confirmed via angiography that there was no paravalvular leak (pvl) present post implant. Later the same day, left bundle branch block (lbbb) was observed via electrocardiogram (ECG). No intervention was provided to treat the lbbb. The patient was discharged on (B)(6) 2023. On (B)(6) 2023, the patient was re-admitted to the hospital because they were not feeling well, due to having diarrhea and a fever of 37.8c and 38.c. The patient had an elevated c-reactive protein, white blood cell count, and hemoglobin level in plasma. Intravenous antibiotic was administered to treat the infection. On (B)(6)2023, a transesophageal echocardiogram was performed and showed no endocarditis. A discharge of the patient was planned for (B)(6) 2023.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.